Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician performed a manual blood pressure reading to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was intermittently duplicated.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to high contact resistance of the power button actuator. The front panel assembly was replaced to resolve the malfunciton. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.